Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 480 mg/dl, and the customer's most recent blood glucose was 457 mg/dl. The customer complained of feeling pressure on the body and trouble with breathing, and the customer treated using the insulin pump. Customer was unable to remove the infusion set nor perform the high pressure test at the time of the call. The customer was advised to change the entire infusion set, reservoir and insulin, and to treat based on the doctor's instruction. The customer was advised to consult with a doctor regarding the unexplained high blood glucose. The customer advised that she believed that the high blood glucose was a result of her not having pressed resume soon enough after reconnecting back to the insulin pump. She noted that she had disconnected from the device in order to take a shower.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.